Event description:
Related manufacturer reference# 3006705815-2019-02663. It was reported the patient underwent scs system explant due to concern about cord compression. All neurological function tests showed no loss of motor or sensory function however imaging and testing showed possible compression.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference# 3006705815-2019-02663.